Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) blocking device falls off the conveying pipe during loading. (Device remains in the loading device) a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) blocking device remains in the loading device. (Device remains in the loading device) a replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Corrected section: b5-summary. The lot # 25149375 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.